Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 28-sep-2018. It was reported that crossing difficulties were encountered. The 85% stenosed, 11x2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.50 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a visual and microscopic examination of the crimped stent found distal stent damage. The distal section of the stent was damaged with stent struts bunched and pulled in a proximal direction. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.